Event description:
On (B) (6) 2010, a (B) (6) female with previous cervical fusion at c4-c6 in 2005 underwent a revision surgery to remove hardware and to add an adjacent level at c3-c4. The removal of hardware went without difficulty. As the surgeon was placing the acufix acp 1 level spikeless plate and was using a 14 mm acufix low profile screw, the screw dislodged the secure ring on the plate. The surgeon removed the plate and replaced it with another plate of the same size. The surgeon placed all screws in the plate saving the rescue screw from the first plate until last. As he inserted the screw, he stated that it didn't feel right and seemed to hang on the plate. He replaced the screw with a new rescue screw and finished the construct without further difficulty. The surgical delay was between 15 and 29 minutes and there was no harm to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.